Event description:
One customer reported an issue with blood lead pt samples trending higher than usual.

Manufacturer narrative:
One customer reported an issue with blood lead pt samples trending higher than usual. Returned sensors were evaluated and found to be out of specification. Further investigation indicated that the likelihood of obtaining a false low result on elevated blood lead levels is extremely low.